Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies except dried fluid in the helix housing, which is normal for active fixation leads. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and perforation.

Event description:
It was reported that shortly after implant procedure, this right ventricular (rv) lead was suspected of loss of capture (loc) due to dislodgment. A lead revision was performed to restore appropriate capture threshold values. The physician discovered the tip of this rv lead to have shifted positions. The physician repositioned the rv lead and successfully obtained appropriate sensing and impedance values. Subsequently, a chest x-ray was performed, and lead perforation was suspected. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device is expected to return.

Event description:
It was reported that shortly after implant procedure, this right ventricular (rv) lead was suspected of loss of capture (loc) due to dislodgment. A lead revision was performed to restore appropriate capture threshold values. The physician discovered the tip of this rv lead to have shifted positions. The physician repositioned the rv lead and successfully obtained appropriate sensing and impedance values. Subsequently, a chest x-ray was performed, and lead perforation was suspected. The rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The device is expected to return.